Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the customer was attempting to charge the pump. Additionally, it was reported that the customer received a power source alert. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 374 mg/dl.

Manufacturer narrative:
Temperature alarm could not be verified in the investigation of the device.